Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the system did not read a disc during a case. The site had to abort use of the system. Rep noted that the disc had lossless jpeg compression on it. User tried discs without any and they still did not work. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.